Manufacturer narrative:
Preliminary analysis did not reveal any issue on the returned pacemaker.

Event description:
Reportedly, on (B)(6) 2020, simultaneous atrial and ventricular noise episodes leading to oversensing were observed. Sensitivity was decreased. On (B)(6) 2020, noise was still observed intermittently. The system was explanted, the leads were damaged while removed;a crt-p was implanted as signs of heart failure were observed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, simultaneous atrial and ventricular noise episodes leading to oversensing were observed. Sensitivity was decreased. On (B)(6) 2020, noise was still observed intermittently. The system was explanted, the leads were damaged while removed;a crt-p was implanted as signs of heart failure were observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, simultaneous atrial and ventricular noise episodes leading to oversensing were observed. Sensitivity was decreased. On (B)(6) 2020, noise was still observed intermittently. The system was explanted, the leads were damaged while removed; a crt-p was implanted as signs of heart failure were observed.